Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer report of set flowed with clamp closed could not be confirmed due to the product was not returned for failure investigation. The root cause of this report could not be identified.

Event description:
Customer reported that when the roller clamp was closed the fluid continued to run. They saved the packaging, but have discarded the product. The distribution manager tried to replicate the issue, opened another set from the same lot and could not reproduce the problem. It was not specified whether the issue was noted during priming or after the set was attached to the pt. There was no pt harm and medical intervention was not required. The customer stated that no further pt/event info is available.